Event description:
It was reported that pump had battery charging issues. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional corrective actions or outcomes were reported.